Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error. Customer's blood glucose value was unknown at the time of the incident. The customer was declined with troubleshooting. Customer will returned device for analysis.

Manufacturer narrative:
Pump passed displacement test, self test and unexpected restart error test. No unexpected restart error alarm and external ram crc error alarm noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners and minor scratches on display window noted.